Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (implantable neurostimulator) experienced difficulty connecting the communicator to the recharger and reported that the implant recharge was getting stuck at 58. The agent educated the patient that the mystim therapy application could not be used to change stimulation settings while using the recharger, instructed the patient to disconnect the controller from the recharger, and guided the patient to increase stimulation using the arrow up. The patient reported feeling changes in stimulation but stated that increasing stimulation did not provide relief and reported back pain that started the prior week. The patient was redirected to a healthcare provider to further address the stimulation setting issue.